Event description:
Info received indicates the pump connector leaked.

Manufacturer narrative:
Investigation is currently in process. A follow up report will be submitted when the investigation is complete.